Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds was noted on the right ventricular (rv) lead. As a result the implantable pulse generator (ipg) experienced premature battery depletion. The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.